Event description:
Further follow-up revealed that the patient's shortness of breath and pain in the chest resolved when the generator's output current was reduced. The physician believes the events were related to the vns stimulation. The patient was never hospitalized for the shortness of breath. The cause of the reported pain and dyspnea was likely due to intolerable generator parameters.

Event description:
Vns patient has experienced trouble breathing since last 0.25ma increment increase in device output current setting. The patient reportedly cannot tell whether she only experiences trouble breathing during device stimulation cycles. The patient reportedly went to the hospital emergency room, at which time a cardiac work-up was negative. Report is incomplete because no reponse has been received to manufacturer's request for additional information from treating physician (via fax x1).